Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised due to instability. Update 11/15/2012- litigation papers received. In addition to instability, it is now alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions to be released into the blood, tissue, and bone. The doi was also provided. The MDR decision has been reversed and the metal liner and femoral head have been reported. Update 12/31/2014- pfs and medical records received. A doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, infection, high metal ions (confirmed by lab results from (B)(6) 2011), and a fracture of the greater trochanter from a previous osteotomy. Date of reimplantation was (B)(6) 2012. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/26/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).